Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module being contaminated with a substance was not confirmed. The power module, serial (B)(6), was not returned for analysis. There were no photos or additional documents submitted for review. The provided information stated that the device came in contact with a substance, and it was not known whether it was blood. It is unknown whether the ingress of fluid resulted in any functional issues. Additional information stated that the unit was disposed of at the clinic. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use (rev. B) section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device came into contact with a substance, and it was not known whether it was blood.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.